Event description:
An aneurx stent graft systems was implanted in a patient for endovascular treatment of an abdominal aortic aneurysm, eight years and six months ago. Aneurysm and vessel morphology from the time of implant are not available. It was reported that a recent CT scan demonstrated that there was stent graft migration with presence of a type I endoleak. No further information was provided.

Event description:
Additional information was received as follows: vessel tortuosity was moderate, the vessel diameter was 25mm and 35mm just below lowest renal. Vessel calcification was moderate. The maximum diameter of the aneurysm was 6.2 cm, the aortic neck is straight, length with disease progression was approximately 5mm and it had a 35 degree angulation. Currently no intervention has been performed. The stent graft migration was found during evaluation for other medical condition. The stent graft migration was attributed to disease progression and aortic neck dilatation.

Manufacturer narrative:
(B)(4). Results: stent migration, endoleak, anatomy related. Conclusion: anatomy related.